Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received several inappropriate shocks due to lead dislodgement. The right ventricular lead was sitting near the valve and oversensing both the atrium and ventricle channels. As a result, the device interpreted this as tachycardia. The lead was explanted and replaced. The patient was stable.